Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device had damaged components. The device was not being used during surgery. It is unk if there were injuries or medical intervention. There was no add'l info provided.